Event description:
While using a cook flexor introducer lot #7629021, exp 2020-01-27, 6fr 0.18/.038 by 45 cm in the patient, the tip separated from the shaft during use. The catheter tip was able to be removed from the patient by the surgeon. Details of the procedure (from the op note):"the right femoral head was marked with fluoroscopy and using ultrasound guidance, the right common femoral artery was accessed with a 22-gauge needle about 4 cm above a takeoff of the femoral popliteal bypass graft. A 4-french 25 cm sheath was placed, and an omniflush catheter was positioned at the bifurcation, and injection demonstrated the recently placed left common iliac stent to be patent. Using the omniflush catheter, a stiff angled glidewire was advanced out into the left common femoral artery; however, the omniflush catheter could not be advanced. We therefore switched to an amplatz super stiff wire and then over this attempted to advance a 6-french 45 cm hydrophilic ansel sheath. This would not advance past the first centimeter and a half of the left common iliac artery, although the dilator was obviously well out another 2 cm into the common iliac. At this point, the sheath was resting on a keel-like calcified aortic bifurcation. And the sheath could not be advanced or withdrawn. Using slow steady force, it was attempted to withdraw the sheath; however, this resulted in separation of the tip of the sheath, and hand injection through the sheath revealed the remainder of the sheath to be near the right common iliac bifurcation. As stated, we made multiple attempts. Ultimately, we were able to use balloon to raise the sheath remnant off the bifurcation and into the right common iliac. Then, we were able to pass an 0.018 wire past the catheter tip and inflate a 3 mm balloon, but this was not large enough to pull it back. We still had control of the wire wrap of the sheath and as the old sheath had been removed and replaced with an 8-french 10 cm sheath, we had control of this wire, and we were able to keep the catheter tip from advancing further. We switched the 0.035 wire out for an 0.018 wire and placed a 2.5 mm x 4 cm sterling balloon through the remnants of the catheter, inflated it such that 2 cm was beyond it and 2 cm within the remnant of the sheath, and this was pulled into the 8-french sheath, and then the 8-french sheath and the remnant were withdrawn together as one unit along with 0.018 wire and leaving the 0.035 wire in place, over which an 8-french sheath was placed. A retrograde hand injection was performed confirming proper placement with an absence of extravasation. The last act was 172. The patient was transferred to cath lab recovery for sheath removal. There were no complications.